Manufacturer narrative:
Method - x-ray. Evaluation summary: report of "defective" device, cannot be confirmed based on visual observation. As received, mechanical damage was evident on the perimeter of the sewing fabric, possibly due to explant. Damage appeared on both inflow and outflow sides, damage appeared to be suture holes. An indentation was observed on the free margin of leaflet 2. The wireform was intact, as evident in the x-ray. No echocardiography recording was provided, thus the behavior of the valve in vivo could not be confirmed. Edwards standardized in vitro testing demonstrated that the functionality of the valve is acceptable per established standards. The total regurgitant fraction (trf) of the valve is 4.7%, which is over three times lower than the 15% maximum trf allowed for this size valve. Creases and an indentation mark were found on the leaflets that are indicative of a force at the leaflet free-edge directed towards the inflow. The free edge mark and creases are consistent with interference from a suture or chordae; however, the specific cause remains unknown.

Event description:
A user facility (B)(4) was received from the hospital informing edwards of an event that occurred while using a mitral bioprosthetic valve. Event as reported, states the following: "27mm bioprosthetic mitral valve implanted, found to be defective, explanted and replaced. This occurred during one procedure." Despite multiple follow up attempts, the healthcare provider has not yet provided any additional details or patient/surgery records.

Manufacturer narrative:
As stated, multiple attempts to obtain additional event details and surgery records from the hospital have been unsuccessful. The type of device failure and patient consequences have not been provided. Attempts are ongoing, and updates will be reported once received. Moreover, the device has not yet been returned for evaluation; however, it's return is anticipated. Therefore, without additional information, no further investigation can be performed into this event.